Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm, assisting to end therapy and advising to use new disposables or perform continuous ambulatory peritoneal dialysis (capd) exchange. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved that day, and that he had started over using new supplies. Per hp, he was not sure what may have caused the alarm, but confirmed that he did not notice any loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing with therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. Per home patient (hp), he was not sure what may have caused the alarm, but confirmed that he did not notice any loose connections, disconnections or defects on the supplies. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.